Manufacturer narrative:
Two samples were returned. Sixteen samples were not returned. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of intraocular lens (iol) damaged by delivery system. The reported patient ages range from unknown to 79 years. There were 2 female patients, 5 male patient and 11 unknown gender.